Event description:
Our distributor in another country, reported that an rt226 infant low flow breathing circuit did not pass the ventilator leak test when connected to a servo I ventilator during set-up. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The rt226 infant low flow breathing circuit is currently en route to the MFR for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forward as soon as the device has been returned and investigation results become available.